Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the issue occurred during the coronary procedure and the procedure got delayed. The procedure was completed using the wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch connector screws were broken. The fse replaced the footswitch connectors screws in the terminals to resolve the issue. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additional investigation concluded that the complaint is not related to the prior occurrence which led to serious injury (tw (B)(4)), as the complaint has been reported on a wired footswitch. According to the investigation results, philips has concluded that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not perform fluoroscopy. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the connector screws in the terminals. The device was returned to expected functionality.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.